Event description:
We were informed by the clinic that a patient that was implanted on (B)(6) 2021 in the lvad configuration had an adverse event on (B)(6) 2021. The clinic reported that the patient suffered from an ischemic cva. The patient showed right sided weakness, so a CT scan was obtained and showed multifocal embolic infarctions. Due to increased irritability a second CT scan was done on (B)(6) 2021, which showed an extension of the infarct with midline shift. No surgical intervention was done. The device performed as intended ant the time of the event. Deposits were seen in the connecting set at the time of the event. The connector was exchanged for deposits on (B)(6) 2021.

Manufacturer narrative:
The pump, was in use for 28 day at the time of the event (from (B)(6) 2021 to (B)(6) 2021). The connector was exchanged for deposits on (B)(6) 2021.